Event description:
Customer reported that all beds were alarming and the cic subsequently shut down. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.